Manufacturer narrative:
Based upon the clinical review, the occlusion was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified, but immediately post implant, there was some residual stenosis noted in the distal right extension stent, with less volume going down the right side. Use of the endologix stent in the right iliac artery with a diameter greater than the IFU recommended upper limit of 2.3 cm (3.4 cm) is a likely factor. The patient's anatomy and the resultant flow dynamics appear to be the likely cause of the occlusion.